Event description:
The customer called to report high blood glucose levels. The customer then reported being hospitalized for high blood glucose readings over 1000 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.